Manufacturer narrative:
The device was returned to olympus repair facility for evaluation. In addition, evaluation of the device observed the following: the forceps control lever does not move smoothly, due to damage; the bending angle in up direction does not meet the standard value and the play of upward/downward knob was out of the standard value, due to wear of angle wire; the adhesive on bending cover section had a crack; the water removal ability does not meet the standard value, due to clogging of nozzle; there were scratches on the control unit, switch box, right/left knob, upward/downward knob, forceps elevator knob, forceps elevator lever; connecting tube, plastic distal end cover, light guide cover glass, protector of the universal cord, image guide protector, scope cover, suction connector, universal cord, and grip; the control unit had discoloration; and the suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope forceps lever and forceps stand were defective. During the evaluation, the following reportable issue was found that the forceps stand does not move even when the forceps lever is activated (it does not rise while inverted). There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported forceps elevator operation issue could not be determined, however, the issue was likely due to stress from repetitive use, external factors and or user handling/mishandling. The event may be prevented by following the instructions for use sections below: evis lucera jf/tjf type 260v chapter 3 preparation and inspection section 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.